Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010-, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The consumer reported issues of burning in the pocket and loss of stimulation. There was also a report of impedances that were greater than 10,000 ohms. It was reported that impedances were checked pre-operative and intraoperative. Actions taken to resolve the issue was the removal and replacement of two leads and a generator. It was reported that the issue was resolved at the time of the report. Relevant medical history includes failed back syndrome, pain target was left low back and lower left extremity.

Manufacturer narrative:
Analysis of the implantable neurostimulator showed no anomaly of the device. It tested to all specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.